Manufacturer narrative:
This report was initially filed as 2028159-2018-00899. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by no as no lot number was known and according to local procedures retain sample testing was not performed. As no lot number is known and no product was returned a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. (B)(4).

Event description:
An ophthalmic surgeon reported that a corneal burn occurred during the sculpting phase of a cataract procedure. Sutures were required to close the wound. An anti-inflammatory was used at the time of the event. The corneal burn resulted in corneal opacity and regular astigmatism. No further treatment or intervention is planned.